Event description:
Initial reporter contacted manufacturer representative and reported that the patient had high lead impedance indicating a possible lead malfunction. Revision surgery is likely, although a date has not been scheduled at this time. Good faith attempts are being made for additional information surrounding the event. Attempts have been unsuccessful thus far.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.